Event description:
Additional information was received indicating the device was explanted and replaced to resolve the event. The patient was in stable condition.

Event description:
It was reported that during a follow up in clinic, the device was found to be in back up vvi (bvvi) mode. Abbott technical support was contacted, device records were reviewed, and the cause of the bvvi was found to be hardware related reset. Reprogramming was unsuccessful as loss of telemetry communication was noted during device download attempts. No additional intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.

Manufacturer narrative:
The reported event of device in back-up mode was confirmed. The device was in back-up mode upon receipt. Analysis of the device image revealed that device went into back-up mode due to reset error consistent with an integrated circuit anomaly. Assessment of total projected longevity was performed, and the device was found to have appropriate remaining longevity. Further analysis was performed and the device was found to be above elective replacement indicator (eri) level. The device was unable to be restored by reloading product code.